Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly, this event occurred with five lenses. This report references lens 2 of 5. Reference MDR#1313525-2015-00979 for lens 1 of 5. Reference MDR#1313525-2015-00981 for lens 3 of 5. Reference MDR#1313525-2015-00982 for lens 4 of 5. Reference MDR#1313525-2015-00983 for lens 5 of 5.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.